Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusions: cause of event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.7 cm fusiform aneurysm was reported with infra-renal angulation of 15 degrees. Proximal aorta was 30-31 mm in diameter and 20 mm in length. Distal neck was 40mm in diameter. Right iliac was 17-15 mm in diameter while the left iliac was 20-14 mm in diameter. Right and left femoral arteries were not recorded. The right iliac was mildly tortuous with 15% stenosis while the left iliac was moderately tortuous with 20% stenosis. The proximal neck had 5% mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. It was reported that approximately ten months post index procedure an unknown endoleak was discovered using CT with contrast. The endoleak was small with no sac enlargement. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.